Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose was a grossly lipemic specimen. The instrument is performing within specifications.

Event description:
A falsely elevated glucose result of 15.4 mmol/l was obtained on a pt sample. The result was not reported to the physician. The sample was repeated after ultra centrifugation and a result of 8.2 mmol/l was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated glucose result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated glucose was a grossly lipemic specimen.